Event description:
On (B)(4) 2013, it was reported that the down button on the patient's infusion device was not functioning. The button needed to be pressed hard and at a specific angle to obtain a response. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and was requested to be returned for product evaluation.

Manufacturer narrative:
The down button does not operate. There is a bad connection in the conductive path between the zif-connector and the flex print which led to a non-functioning down button.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.